Event description:
Information received indicates the brake is not working. The caster will not lock into brake.

Manufacturer narrative:
The technician found the caster was broken. He replaced the brake caster to repair the bed.